Manufacturer narrative:
Result of investigation: root cause was not fully determinable. Most likely the initially reported issue was caused by lack of understanding of the plv (pressure limited ventilation) feature. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was running on patient and the vt reading 200ml less than what was set on unit. At this time there was no known impact or consequences to patient reported from this event.

Manufacturer narrative:
Field service representative checked the operation of bellavista using flow analyzer with the following volumes: vt-exp=512.4 and the vt-insp=494.7 while the bellavista was reporting vt-exp=508 and vt-insp=597. Vyaire tech support recommended running the zero/gain procedure, insp block/valve test and blower check valve test. The vt-exp is correct at ~500 ml (agreeing with my flow analyzer) but the vt-insp is still too high, reading ~ 580 ml. Incorrect vt volumes still persists and it was suggested to replaced the life block and inspiration block. At this time there was no root cause was determined yet because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available